Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The resistance of the outer coil conductor was measured as an electrical open, indicating a fractured conductor. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found some anomalies. A visual inspection revealed small twists in the lead body near the terminal end. The inspection also found a fracture in the outer coil conductor at the terminal end. The outer insulation is misshapen, the outer coils are deformed, and the inner insulation is torn through. The characteristics of the fracture are consistent with damage to the clavicle or first rib. Fractured lead conductors are deemed a design issue when the field report indicates that the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new lead with the same model was implanted. No adverse patient effects were reported.